Event description:
It was reported that the building lost power while the patient was connected to the mobile power unit (mpu) and neither the system controller nor the mpu produced any alarm for the event. The system controller and mpu were exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: model number, catalog number, and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not producing an alarm was not confirmed. The returned mpu (serial number (B)(6) was functionally tested at the european distribution center and was found to perform as intended. The mpu¿s alarm functionality also produced alarms as intended. The serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The provided log file captured the reported power outage and the associated alarms, and the system functioned as intended throughout the data. Available information indicates that the patient is stable and that there were no patient consequences as a result of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their mobile power unit, including echoed alarms associated with no external power (power outage) conditions. Users are instructed to immediately switch to a working power source. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.